Manufacturer narrative:
The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.